Manufacturer narrative:
(B)(4). Concomitant medical products:11010268 biomet g7 osseoti acetabular shell 60mm lot#unk. G7 neu +5mm e1 liner 36mm g lot unknown serial unknown. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient had a left hip revision surgery due to metal related pathology and approximately 1 (one) month later, the patient was treated in the emergency department for a left hip superior dislocation. The hip was reduced under sedation without issue and good alignment was achieved. The patient was placed in an immobilizer and advised to follow-up with her orthopedist. No further complications have been reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information . Trilogy bone scr 6.5x30 item # 00-6250-065-30, lot#unk, trilogy bone scr 6.5x30 item # 00-6250-065-20, lot#unk, por taper fem st 14x135mm # 00-7862-014-00, lot# 61402789. No product was returned or pictures provided: product evaluation could not be performed. Device used for treatment. Lot identification is necessary for review of device history records, lot identification was not provided, therefore no review could be performed. Medical records were reviewed and did not yield any further information relevant to the investigation. With the available data a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.